Event description:
Pt experienced several near-syncopal episode with some change in lead impedance. Pt was holter monitored, showing over-sense and further impedance changes. Epicardial lead was no longer functioning as it had previously. Lead was originally placed in 1984. Physician capped lead, explanted pacer. Replaced it with another in an infraclavicular site.